Event description:
Boston scientific received info that this implantable right ventricular (rv) lead experienced extracardiac stimulation. A revision procedure was performed but the stimulation was present in all positions. This lead was replaced. Upon explant, damage was observed at the suture sleeve. No adverse pt effects reported.